Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received unexplained insulin flow blocked alarms. The user also stated the keypad buttons are unresponsive. The customer declined to provide their blood glucose level. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.